Manufacturer narrative:
Up to date, the patient has not responded to inmode's multiple attempts to contact her and hence at this point no additional information could be obtained. The incident is reported based solely on patient's narrative. Due to patient's irresponsiveness the event could not be verified nor investigated.

Event description:
The complaint was received from the patient regarding an alleged facial paralysis after a facetite procedure.